Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no activity related to the complaint observed in the pump history. The pump daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours and the pump correctly recorded the insulin delivery.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump total daily dose calculation did not reset at midnight. The total daily dose allegedly reset at 5:00 am. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.